Event description:
Signal noise. This was the second catheter with noise issues. The catheter was removed and a new catheter was used to complete the case. The rep was in the case for the trouble shooting. No injury to the patient. Manufacturer response for nav sc3 st sf f-j, biosense webster (per site reporter): the rep was in the case for the trouble shooting. Unknown when reported to the mfg, if done by rep.